Event description:
Event description: it was reported that after pfa (pulse field ablation) application therapy using the farapulse system with a farawave catheter in "basket mode in left superior vein, the patient became asystolic for 42 seconds and when they started pacing, the heart rhythym came back on its own". The patient status is unknown and it is unknown if additional intervention will be needed when the patient wakes from anesthesia. The pentaray catheter was used for mapping prior to the event. Only the soundstar catheter was in the body at the time of the event. Both (B)(6) catheters are not available to return. No ablation was completed using a (B)(6) generator and pump. The physician could not confirm what may have caused the adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).